Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for an unspecified conduction disturbance. On the same day as the implant of the valve, the patient called and asked if their valve can interfere with the signals of their permanent pacemaker. The patient noted that they had long periods of normal function of their permanent pacemaker, and then following the implant of the valve, they had abnormal function including lightheadedness. The patient suspected that their valve was causing an abnormal function of their heart. The patient was referred to their physician. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.